Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. A review of complaint history identified one complaint with similar issue. Investigation results concluded that the reported event was due to labeling issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported that the labeling on a bi-metric stem was incorrect. The standard offset was labeled as a lateral offset. No patient involvement. Attempts have been made and no further information has been provided.